Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump. It was reported that the patient was having severe withdrawal symptoms: feeling cold, swelling, vomiting, diarrhea, trouble eating, funny smells and taste. The patient was given oral hydromorphone and antinausea medications. A catheter access port (cap) contrast study was done and the catheter was found to be dislodged and coiled in pocket. A two step wean was started.

Manufacturer narrative:
Continuation of d10: product ID 8784, serial# (B)(6), implanted: (B)(6) 2022, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 08-feb-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.